Manufacturer narrative:
The na electrode lot number and expiration date were requested, but not provided. The field service engineer replaced the degasser of the instrument. The issue was resolved after the degasser replacement. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received questionable results for an unknown number of patient samples tested with the na electrode on a cobas pro ise analytical unit. The customer provided an example of one patient sample with discrepant na results. The patient sample resulted in na values of 200 mmol/l and 80 mmol/l.